Manufacturer narrative:
No patient involvement. The replaced peristaltic tubing was not made available for evaluation. The washed portion system check failure mode reported by the customer is consistent with diminished aspiration capability. Diminished aspiration capability could be caused by damaged, worn or defective peristaltic tubing. Replacement of the tubing resolved the issue. The beckman coulter fse dispatched to the customer site determined that the substrate pump was the cause of the failed substrate portion of the system checks reported by the customer. The malfunctioning pump caused the substrate fluidics system to dispense a lower than specified substrate volume. An evaluation of the replaced pump by the complaint handling unit (chu) at (B)(6) confirmed the fse's assessment. The causes of this event were a hardware malfunctions. These malfunctions may not always be detected during proper system operation and have the potential to cause the system to generate erroneous patient results. However, there is no indication that this potential was realized in this instance (B)(4).

Event description:
The customer reported obtaining a failing system check on the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer reported that the system check had failed due to washed mean and cv (coefficient of variation) out of specification high and substrate mean out of specification low. During guided troubleshooting, the customer replaced all peristaltic tubing associated with instrument aspirate probes and repeated the system check. The customer reported that the washed portion of the system check was now passing and the substrate portion was out of specification low. The customer did not report obtaining any erroneous patient results. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter fse (field service engineer) was dispatched to assess the analyzer.